Event description:
During a left atrial fibrillation procedure using ensite x (version 3.0.1) in voxel mode, it was noted that air was drawn from the sheath after coming into contact with the patient. The sheath was replaced, resolving the issue. The procedure was successfully completed without adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g1, g3, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was also received. Functional testing did not confirm an air leak; however, a fluid leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.